Manufacturer narrative:
UDI identifier is unknown due to the suspect product being unknown at this time and/or the device was manufactured prior to 24 september 2015. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent surgical intervention to have a cardiomems sensor implanted. Due to the patient's anatomy, the physician was unable to implant the sensor. As a result, the procedure was abandoned.